Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was not reported. The customer states that the insulin pump screen had scratches. The customer stated that the screen was unreadable. The customer reported having unresponsive buttons as well. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. However, device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window and cracked battery tube threads.